Event description:
It was reported that a patient presented with over-sensing and high capture thresholds noted on the patient's left ventricular lead. Programming changes were made. No adverse patient consequences were reported.